Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR report #: 2134265-2011-02744, 2134265-2011-02768, 2134265-2011-02769, 2134265-2011-02770. It was reported that during a coronary artery stenting procedure, stent damage and device removal difficulties occurred. The procedure was to treat a very proximal lesion of the rca (right coronary artery). There were previously placed unspecified bare metal stents in the mid and distal rca with evidence of high-grade restenosis in both stents. Following diagnostic angiography, a 6f ecr 3.5 guide catheter was engaged in the rca. A choice pt graphix wire was advanced into the distal vessel without difficulty. The physician then intended to treat the distal lesion; however, upon advancing the 3.0x32mm ion stent there was resistance in the mid portion of the vessel. Multiple efforts were made to advance the ion stent, but it could not be advanced to the distal lesion and the stent was deployed in the proximal lesion with good apposition. The physician then elected to predilate the distal lesions before further attempts at stent placement. A 3.0x30mm quantum apex balloon was advanced, but was unable to cross the mid rca. A choice pt guide wire was advanced as a buddy wire. A 2.5x30mm quantum apex was then selected and advanced to the distal rca until it would go no further and the physician attempted to pull the 2.5x30mm quantum apex balloon back into the sheath, but it appeared to be stuck. Additional attempts to pull the 2.5x30mm quantum apex balloon back into the sheath resulted in the guide catheter intubating the rca, causing visible damage to the ion stent. The ion stent appeared to accordion on itself. Multiple efforts were made to remove the 2.5x30mm quantum apex balloon and the guide wire, but neither could be withdrawn. The physician felt that the guide wire had entered between the previously placed stents' struts and the vessel wall. The shaft of the 2.5x30mm quantum apex balloon was cut and a 5f expo diagnostic catheter was advanced to attempt to remove the devices, but was unsuccessful. Cardiovascular surgery was consulted and it was felt that surgery was the best solution. The patient was taken to the operating room for revascularization of the distal rca and removal of the balloon and guide wire. A bypass was performed and the devices were successfully removed from the patient's body. The patient was reported to be stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-02744, 2134265-2011-02768, 2134265-2011-02769, 2134265-2011-02770. It was reported that during a coronary artery stenting procedure stent damage and device removal difficulties occurred. The procedure was to treat a very proximal lesion of the rca (right coronary artery). There were previously placed unspecified bare metal stents in the mid and distal rca with evidence of high-grade restenosis in both stents. Following diagnostic angiography, a 6f ecr 3.5 guide catheter was engaged in the rca. A choice pt graphix wire was advanced into the distal vessel without difficulty. The physician then intended to treat the distal lesion; however, upon advancing the 3.0x32mm ion stent there was resistance in the mid portion of the vessel. Multiple efforts were made to advance the ion stent, but it could not be advanced to the distal lesion and the stent was deployed in the proximal lesion with good apposition. The physician then elected to predilate the distal lesions before further attempts at stent placement. A 3.0x30mm quantum apex balloon was advanced, but was unable to cross the mid rca. A choice pt guide wire was advanced as a buddy wire. A 2.5x30mm quantum apex was then selected and advanced to the distal rca until it would go no further and the physician attempted to pull the 2.5x30mm quantum apex balloon back into the sheath, but it appeared to be stuck. Additional attempts to pull the 2.5x30mm quantum apex balloon back into the sheath resulted in the guide catheter intubating the rca, causing visible damage to the ion stent. The ion stent appeared to accordion on itself. Multiple efforts were made to remove the 2.5x30mm quantum apex balloon and the guide wire, but neither could be withdrawn. The physician felt that the guide wire had entered between the previously placed stents' struts and the vessel wall. The shaft of the 2.5x30mm quantum apex balloon was cut and a 5f expo diagnostic catheter was advanced to attempt to remove the devices, but was unsuccessful. Cardiovascular surgery was consulted and it was felt that surgery was the best solution. The patient was taken to the operating room for revascularization of the distal rca and removal of the balloon and guide wire. A bypass was performed and the devices were successfully removed from the patient's body. The patient was reported to be stable.